Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 device evaluation is in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device trigger was sticking leading to run-on while in safe mode; 1 event had no patient involvement; no patient impact.